Manufacturer narrative:
(B)(4). Returned meter is functioning properly. Since no test strips were returned for evaluation, most likely underlying root cause is related to a strip issue.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 110-121mg/dl fasting. Verified the strips expired 6/29/2018. Customer confirms the strips have been properly stored and were first opened in (B)(6) 2015. Reviewed meter memory: (B)(6). The customer is concerned with the results of 221,282 and 202 mg/dl in the meters memory (log book). Customer states he started to see the high results about 4 or 5 days ago. The customer was unable to retrieve the results since the meter would not come on. Results were from the log book.